Manufacturer narrative:
A distributor reported to getinge sales and service unit, that the error message "ac voltage error" was displayed on cardiohelp unit repeatedly. Additionally, the capacity of both batteries was slowly decreasing, while the device was connected to an external power source and the green led signaled the presence of ac voltage on the touch screen foil. The failure occurred during treatment. As the cardiohelp device was not receiving adequate ac power and battery power during treatment and the device was replaced during treatment, a report is required. A getinge field service technician (fst) was contacted by the distributor to request support for repair. The distributor confirmed with the user that the cardiohelp fuses, power cable and power plug were not defective. The user performed a battery calibration. After the battery calibration, the failures could not be replicated. The user has not requested further actions regarding servicing the cardiohelp by a getinge fst. No parts were replaced. The log files of the reported cardiohelp device were reviewed and the error messages ¿ac voltage error¿ and ¿remaining battery capacity <10%¿ could be confirmed on the date of event. As no further action was requested by the customer, no exact root cause could be determined. For the ac voltage error: according to the getinge life cycle engineering (lce) on 2024-12-02, the most probable root cause for the ac voltage error is an unstable ac power supply which could be due to:- repeated switching the ac power source - switching power supply cable - an unreliable ac power mains supply. For the battery capacity failure: the event and the log files were analyzed by getinge technical support. The root cause regarding the battery failure was that the batteries had uneven charges and needed to be calibrated in order for the batteries to be equally charged. The batteries being unevenly charged is most probably due to an unstable ac power supply. Additionally, according to the risk file v24 of the cardiohelp device the following root causes can lead to the reported failure, battery capacity decreasing: no power supply and battery fails caused by e.g.: battery is not recharging (ext. Dc supply too less energy, unstable external dc supply). The cardiohelp system has a redundant power supply of an external power supply and battery supply. The redundant design of two usable batteries and the alarming about defect batteries cause a maximum safety. According to the instruction for use (chapter "check before every application", point 15) the user should only start the application when the batteries of the cardiohelp are fully charged and calibrated. The calibration of the batteries has to be performed at least every 4 months as described in the IFU chapter ¿calibrating the batteries¿. If not used during transportation the batteries are a backup power supply for the ac/dc power supply via cable. The review of the non-conformities has been performed on 2024-09-26 for the period of 2010-12-07 to 2024-09-20. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2010-12-07. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the results the reported failure "ac voltage error" and ¿battery capacity failure could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: this event occurred on the slovakia market on a significantly similar device to "base unit, cardiohelp", which is sold in the us. For d4 unique identifier (UDI)#, primary di number has been used for base unit, cardiohelp with catalog number 701048012, which is sold in the us. Provided d4 serial number and h4 device manufacturer date correspond to the device involved in the event, not available in us.

Event description:
A distributor reported to getinge sales and service unit, that the error message "ac voltage error" was displayed on cardiohelp unit repeatedly. Additionally, the capacity of both batteries was slowly decreasing, while the device was connected to an external power source and the green led signaled the presence of ac voltage on the touch screen foil. The failure occurred during treatment. As the cardiohelp device was not receiving adequate ac power and battery power during treatment and the device was replaced during treatment, a report is required. Complaint ID # (B)(4).